Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a misidentification was observed by the laboratory personnel. A repeat test was used to confirm the results as false positives. The customer stated there was no patient impact.

Manufacturer narrative:
Investigation summary: customer reported a results issue on a bd phoenix m50 instrument (p/n 443624, s/n (B)(6)). Customer indicated that they received a mis-identification of an organism on their m50 instrument. The customer advised that they had performed the same test on a maldi instrument with a different result. No customer or patient harm was associated with this mis-identification. The customer provided the panel type (pmic/ID 106, p/n 448606) and batch information (0294558). Investigation was completed by the bd ID/ast quality team under pr 2419289, using returned panels and isolates from the customer as well as retained panels from the same batch. The investigation confirmed that the failure was related to the panels. As this pr is lodged against the instrument, and the failure was confirmed against the panels and able to be replicated by bd quality, this is an unconfirmed failure of the phoenix m50 instrument. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was failure of the reagent panels; see (B)(4) for full investigation and corrective action details. No new trends, risks, or hazards for the instrument were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a misidentification was observed by the laboratory personnel. A repeat test was used to confirm the results as false positives. The customer stated there was no patient impact.